Manufacturer narrative:
Concomitant medical products: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID 97754, serial# (B)(4), product type: recharger. Product ID 97740, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
The health care professional (hcp) reported there was poor communication on the patient programmer (pp). The patient uses an antenna. The patient confirmed the antenna was secure and synced with the implantable neurostimulator (ins). It resolved the reported issue. The hcp saw the charge ins screen; it was reviewed to charge the ins. The patient states she fell and had to have stitches in her head. The patient stated she thought the implant moved. The patient was to follow up with the hcp. Troubleshooting resolved the reported issue with the pp. Medical history includes non-malignant pain and failed back surgery syndrome. The consumer stated she has not had her device checked since she fell. She stated she would make an appointment because she has not had it checked since it was put in. She stated the stimulation was still working just fine. She was not sure if it moved. She did not state the cause of the fall. The patient stated she charges regularly and was working to keep her pain in control. She would contact patient services is there were any problems. If additional information is received a supplemental report will be submitted.